Event description:
It was reported the pt was not receiving stimulation. It was noted the pt did not charge her ipg. The pt's ipg was explanted and replaced which resolved the issue. Effective stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.